Manufacturer narrative:
Pump received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was missing. The customer stated that the reservoir did lock into place. Customer had bleeding at site. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.